Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose level ranged between 54-800 mg/dl which was addressed by delivering boluses. Reportedly, the customer continued to use the pump for insulin therapy.